Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of myopotential noise attributed to peak variability consistent with the patient breathing pattern. The amplitudes were then noted to have dropped leading to a device charge, however no therapy was not delivered. Approximately three months later, myopotential noise was again present. The amplitude dropped and the morphology changed resulting in the device to deliver an inappropriate shock. The rhythmcare team then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.